Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement in the right superficial artery (sfa) was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a balloon angioplasty interventional procedure. The sutures of the proglide device were successfully pre-placed. A follow up angiogram revealed that the sutures did not hit the right common femoral artery (cfa). Reportedly, the knot was not visible outside the patient and there was no way to retrieve the suture. A cut down was done, and it was observed that there was a lot of plaque in the sfa. In addition, it was noticed that the sutures had missed the sfa and were deployed in the arteria profunda. The profunda was successfully closed with the deployed sutures of the proglide device. The intended procedure was completed. The cut down was treated and hemostasis was achieved by surgical intervention. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.